Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could not advance the stylet and believed there may have been an issue with the lead. The lead was not use. No patient complications have been reported as a result of this event.